Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-09499. It was reported the patient experienced inadequate therapy due to lead migration. Imaging confirmed migration. As a result, the lead was disconnected and a new lead was added on (B)(6) 2019. Effective therapy was established post-operatively. No devices were explanted. It is unknown which lead migrated so both are being reported on.